Manufacturer narrative:
One ivad y-connector and one pneumatic fitting cap with approximately 2 inches of wire were returned for evaluation. The ivad and the remainder of pneumatic line remain implanted. Electrical and mock loop testing were performed and the tests did not reveal a functional issue with the returned components. The connection between the y connector and the driveline was unremarkable. A fill signal was observed during the duration of testing. No leaks were noted at the driveline/y-connector junction. The y-connector was tested for continuity and electrical shorts and passed. The pneumatic fitting cap and the 2 inches of wire were tested for continuity and passed. A review of the device history records of this pump showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a right implantable ventricular assist device (ivad). It was reported by the vad coordinator that the rvad ivad had air leaking at the junction site between the driveline and y-connector, and the hospital staff was having trouble reconnecting it at that site. It was found that the driveline and y-connector had separated, and there was a single wire spanning the separation. The patient was stable through the event. The y-connector was replaced with a new y-connector from the demo equipment. The pneumatic portion was secure and in place. The patient remains stable and ongoing.